Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed blank display. Customer blood glucose reading is 25 mmol/l. Troubleshooting was performed. Customer already received battery cap two months ago. The insulin pump went blank without alarming. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test and displacement test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.